Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and reservoir does not stay locked in. Unit received missing o-ring. The insulin pump was received with minor scratches on lcd window. Unit received with cracked reservoir tube window corners.

Event description:
The customer reported via phone call that top of the reservoir compartment broke off. The customer reported that the reservoir would not stay in place. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.